Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are capsular contracture, baker grade unknown, heart palpitations, and fatigue.

Event description:
Patient reported left side "suspected capsular contracture, baker grade unknown." Patient additionally reported "heart palpitations and fatigue"; these events are not related to the device. Device remains implanted.

Event description:
Patient reported left side "suspected capsular contracture, baker grade unknown." Patient additionally reported "heart palpitations and fatigue"; these events are not related to the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.6.